Event description:
It was reported that the patient had a shocking or jolting sensation. The patient got a shock whenever she plugged ¿something in for the last couple months.¿ the reporter stated that according to the clinician programmer, the stimulation had not been on since may. The current impedance measurements were normal. The reporter turned the stimulation on and the patient felt it at low amplitudes. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v872660, implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated patient was having shocking sensation with plugging into electrical outlets. There was no abnormal impedance measurement. It was indicated that patient was having out thigh stimulation, after reprogramming then felt stimulation in mid peri area. It was noted that on 2013 (B)(6) patient was seen in the ER due to ¿shocking sensation and pain¿.the patient was not hospitalized. It was indicated that on 2013 (B)(6) it was no longer occurring, patient was not plugging appliance in, other family members were doing it for her. It was indicated on the day of this report they were no new updates.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reports a neurostimulator and lead was completely explanted the day before reported event date. It was reported that the patient reported shocking/jolting sensation and the device was explanted. The patient reported electrical shock when standing next to electrical outlet. The representative was informed of the explant and issue after the explant occurred. It was reported that pain was associated with this event. It was later reported that the neurostimulator was not replaced.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy184772h ) showed no anomaly found.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reports the neurostimulator will be returned. It was also reported the system was completely explanted and patient was doing well per healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.